Event description:
It was reported that after releasing the trigger of the universal modular electric/battery double trigger slowly. The device stopped running after switching the selector axis to neutral position. The handpiece started by itself again slowly after leaving the neutral position. No patient harm reported. The surgery was delayed of 10 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.